Event description:
During a superifical femoral pta treatment procedure, an increase of volume at the tip of the v-18 guidewire was observed and the coating of the guidwire detached/peeled off. No pt injuries or complications were reported. Additional info was requested regarding this event, but is not available.